Event description:
Implantation of biventricular implantable cardioverter defibrillator on (B)(6) 2017. Recurrent noise in rt ventricular lead causing oversensing and inhibition of rt ventricular pacing. On (B)(6) 2017 removal of biventricular intracardiac defibrillator generator and rt ventricular lead. Rt ventricular lead showed no evidence of damage to the lead at the site of insertion and into the generator. Decision was made to remove generator for possible malfunction along with the rt ventricular lead.